Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent aortic aneurysm surgery. Following the surgical procedure, out of range shock impedance measurements were observed. An invasive procedure was performed. The electrode was cut and explanted. The physician plans to implant a new electrode on an unknown date in the future. The root cause of the reported clinical observations was not determined. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Corrections were made to the following fields: adverse event/product problem, outcomes attrib to adv event, describe event or problem, type of reportable event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent aortic aneurysm surgery. Following the surgical procedure, out of range shock impedance measurements were observed. Further information received noted that the distal portion of the electrode was cut off and discarded by the surgeon during the surgical procedure. The physician planned to implant a new electrode on an unknown date in the future. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent aortic aneurysm surgery. Following the surgical procedure, out of range shock impedance measurements were observed. An invasive procedure was performed. The electrode was cut and explanted. The physician plans to implant a new electrode on an unknown date in the future. The root cause of the reported clinical observations was not determined. This device remains implanted and in service. No additional adverse patient effects were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to the previous reported clinical observations. The local field representative contacted boston scientific technical services (ts) to inquire if there was any way to program the tones off. Ts indicated there wasn't a way to program the tones off. Tachycardia therapy was programmed off in the device. It was reported that the device was later part of a system explant and replacement with no information indicating that the procedure was related to the previous reported observations. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to the previous reported clinical observations. The local field representative contacted boston scientific technical services (ts) to inquire if there was any way to program the tones off. Ts indicated there wasn't a way to program the tones off. Tachycardia therapy was programmed off in the device.